Manufacturer narrative:
The returned ventriculostomy reservoir assembly was patent. However the device did not meet leak testing due to a broken base. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that ¿snap shunt type products may disconnect at the plastic snap junction if they are: damaged prior to connection; connected, disconnected and reconnected; or not completely connected during implant. Proteinaceous debris was observed on the exterior of the ventriculostomy reservoir assembly. A review of the manufacturing records showed no anomalies. All reservoirs are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device failed after implant. According to the report, the tip of the snap reservoir had broken off. Reportedly, the device was replaced and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.